Event description:
Stapler used to anastomose colon would not release. Required 3 hrs extended surgery to remove stapler and perform colostomy due to need to open colon again. Surgeon plans re-anastomosis in future per pt's wish and physical health. Discharged home 10/9/93.